Event description:
It was reported that a patient underwent a bkp to treat an l1 compression fracture. It was reported that cement extravasated into the spinal canal intra-operatively when the cannula was removed from the treated vertebra. The patient was discharged from the hospital 10 days post-bkp and is reportedly asymptomatic. According to the report, a "crack on the posterior wall was confirmed prior to the procedure" and the surgeon "might have overfilled the vertebral body." No further complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.